Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that receiver did not indicate an extreme low. Pt's husband heard the receiver's alert and reported a "low" reading on receiver. Pt's husband did not measure bg. Pt's husband administered some juice to pt, then pt passed out shortly after. Pt's husband subsequently contacted emt. Emt measured bg at 43 mg/dl while cgm read 73 mg/dl. Emt administered sugar water, which raised cgm reading to high 200 mg/dl. Pt was at home and recovering at the time of her call to dexcom.